Event description:
Device returned as part of current field action did not pass initial testing.

Manufacturer narrative:
(B)(4). Device evaluation pending. Initial report submitted as device is subject to field correction z-04383/88/2011.